Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a knob that was broken off and the knob post was no longer secured to the case. It was also indicated that the main printed circuit board (pcb) would out of specification electrically. It was also indicated that the case, encoder assembly, and control knobs were contaminated. It was also indicated that the output connectors were discolored. The epg was repaired and returned to service. Non-healthcare professional. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a knob that was broken off and the knob post was no longer secured to the case. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection: no anomalies. Benchtop analysis: assembled into a golden unit. Ran on automated test console. Failed ventricular pulse noise test, 115.02mv. Measured ventricular pulse noise on the bench at 83.92mv. Measured ventricular pulse noise is within the requirements of the ventricular pulse noise test (0-100 mv). Logs analyzed, no errors found. Confirmed unit fails ventricular pulse noise test, but ventricular pulse noise level measured is within device specifications. Conclusion: no defect found. If information is provided in the future, a supplemental report will be issued.